Event description:
The manufacturer received information alleging a patient experienced a ventilator inoperative alarm had occurred on a trilogy evo device after the patient was disconnected between the connection of the hme and the catheter mount. The device had stopped operating and a nurse initiated manual ventilation with an ambu bag. The device was replaced with another device and approximately after one hour, a transient increase heart rate was observed. A bisono tape was applied and the patient recovered. The me assessment indicated that the increase in heart rate after replacing the second device (see pr (B)(4) was due to the operational stoppage that occurred with the first device, and not because of the second device. The increased heart rate was attributable to the first device, not the second device. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that an error code, motor shutdown, was observed on the device's error log. The manufacturer's service technician further evaluated and determined the blower assembly and system printed circuit assembly (pca) had caused the error code to occur on the device. In conclusion, the system pca and blower assembly were replaced to address the issue. Per the clinical expert, based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable. The mentioned manual ventilation with ambu-bag was a standard of care. The reported increase in heart rate that was observed an hour later occurred on a different device and is captured in pr (B)(4). No further action is required.